Event description:
The customer biomedical engineer (biomed) requested a quote for a replacement speaker for their philips information center ix (pic ix), because the speaker was defective. It is unknown if the device was in use at time of event. No adverse event was reported.